Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test however, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with operating currents within specification. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. No turning off on its own noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked belt clip slot.

Event description:
It was reported the insulin pump was not working. The device rewinds on it own and when priming it does not show the units and then turns off. The device then does a count down and starts all over. The device had alarmed during manual prime. Customer's blood glucose was 400 mg/dl, treated manually. The device was not dropped or bumped prior to the alarm occurring. The drive support was reported sticking out. Customer does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.